Manufacturer narrative:
A manufacturing review was not performed as the lot number was not provided. Visual inspection & functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the device was not returned. Images were not provided. The investigation is inconclusive for the reported event. Based on the available information, the root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Only use the recovery cone removal system to remove the recovery filter. Potential complications: possible complications include but are not limited to the following: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Perforation of other acute or chronic damage of the ivc wall.

Event description:
It was reported that post deployment of a vena cava filter approximately twelve and a half years ago, an attempt to retrieve the filter was unsuccessful. Six months later the patient was referred to a specialist who discovered three allegedly detached limbs embedded in the caval wall. Two limbs were embedded in the caval wall and one penetrating through the wall and into the spine. The filter and the limb penetrating into the spine were successfully captured and retrieved. There was no attempt to retrieve the two remaining limbs embedded in the caval wall. There were no further plans to retrieve the two remaining limbs. The patient presented to the specialist with chronic back pain which has since resolved.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Visual inspection & functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the device was not returned. Images were not provided. The investigation is inconclusive for the reported event. Based on the available information, the root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Only use the recovery cone removal system to remove the recovery filter. Potential complications: possible complications include but are not limited to the following: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Perforation of other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that post deployment of a vena cava filter approximately twelve and a half years ago, an attempt to retrieve the filter was unsuccessful. Six months later the patient was referred to a specialist who discovered three allegedly detached limbs embedded in the caval wall. Two limbs were embedded in the caval wall and one penetrating through the wall and into the spine. The filter and the limb penetrating into the spine were successfully captured and retrieved. There was no attempt to retrieve the two remaining limbs embedded in the caval wall. There were no further plans to retrieve the two remaining limbs. The patient presented to the specialist with chronic back pain which has since resolved.